Event description:
Our MDR - after an implantation time of 29 months, oversensing was reported.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the inner insulation of the lead body was massively damaged about 59 cm distal the connector pin due to internal fraying. In addition, the insulation between the rv shock coil and the rope conductor to the ring electrode was damaged at this site. These damages can be regarded as the causes for the clinical complaint. The observed damage manifestation requires an excessive mechanical load on the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images of the implanted system were not available for analysis. The analysis did not find any mfg error or material defect at the lead.